Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.4 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aortic neck is 25 mm in diameter and distal aortic neck 26 - 28 mm in diameter and it is 14 mm in length. The right and left internal iliac arteries were coiled prior to evar. It was reported that intra-operatively, a type I endoleak as observed at the proximal side of the main body and a type iii endoleak was observed between the distal ipsilateral limb of the bifurcated stent graft and the distal end of the right iliac limb. The stent grafts were modeled with a balloon however the endoleak did not resolve. The physician will monitor the patient.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).